Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the vertecem v+cement kit (p/n: 07.702.016s, lot #: 1b53380) was returned and received at us cq. Upon visual inspection the cement inside the mixer was observed to be hardened. The hardened cement inside the mixer caused the handle to be stuck. No other issues were identified with the returned device. Functional test: as the cement has hardened inside the container causing the the handle to be stuck, the functional assessment was not able to be performed. However the retain samples testing was performed by the vendor, osartis. The result of the testing revealed no deviations; hence the a faulty product was excluded. See attached "abschlussbericht rm2021-93.pdf" for full report from the vendor. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the device relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings/documents were reviewed - 111_06260_000_riwisa rev f - 111_00171_000_riwisa rev b - vertecem v+ cement kit: 160-0357_aap, version 18 no discrepancies or issues were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint condition was confirmed for the vertecem v+cement kit (p/n: 07.702.016s, lot #: 1b53380). The cement inside the mixer was observed to be hardened which could have been due to cement exposed to the external environmental conditions. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause of the hardening of the cement could be traced to user not following promptly the instructions. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part: 07.702.016s. Lot: 1b53380. Manufacturing site: selzach. Supplier: (B)(6). Release to warehouse date: 02 february 2021. Expiration date: 01 february 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2021 during the procedure, the vertecem v+ cement could not be mixed. During mixing, it turned gray and hardened immediately. The surgery was successfully completed using another available product. There was no surgical delay. The was no patient consequence. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).